Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00013).

Manufacturer narrative:
On 04/12/2021, the distributor confirmed that the end user will not return the device for evaluation because "they do not feel it was an issue with the pump". The reported issue could not be confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 02/22/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 02/22/2021 and stated that pump (B)(4) "pump did not (alarm) occlude and it led to a patient injury. The pressure built up and hurt the patients arm." "This occasion it was stopped before it got too bad. It did not get all the way into the patients arm but the act of it happening still hurt her". On 02/23/2021, the distributor provided additional information. "The downstream occlusion alarm won't engage due to an infiltration since fluid is still flowing. Our pump did not cause and cannot detect a poor catheter insertion". "I talked to the np and she thinks the pump should have alerted with a downstream alarm, but it won't unless there is a true occlusion". The device operator was a registered nurse. Medication being infused was ocrevus.